Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not during a procedure. The condition of aspiration was unknown. The procedure was completed after the product was replaced. There was no patient harm.

Event description:
Upon further review it was determined the cutter did not actuate during a procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cutter did not during a procedure. The condition of aspiration was unknown. The procedure was completed after the product was replaced. There was no patient harm. Upon further review it was determined the cutter did not actuate during a procedure.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent and orange/brownish foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The actuation and cut functionality of the returned probe were unable to be tested due to the inner cutter port was observed to be broken at the port. The probe was disassembled and the components inspected. The degree of wear could not be determined due the inner cutter port broken condition. Gouge marks observed at several locations along the inner cutter. The inner cutter was observed to be bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The actuation functionality of the returned probe was unable to be tested due to the inner cutter port was observed to be broken at the port, which caused part of the cutter to be missing and; therefore, not present in the port of the needle when the cutter was actuated. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. A secondary contributing factor is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An internal investigation has been completed and actions are presently being implemented to eliminate hypervit probe inner cutter breakages. No additional action has been taken by the manufacturing site as an exact root cause for the bent needle and bent inner cutter could not be determined from this evaluation. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).